Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received 1 closed sample. To evaluate the conformity of this unit we performed the following tests: tightness test to the closed sample received has been performed and the unit is tight. Knot pull tensile strength results conducted on the closed sample received is 0.110 kgf and fulfils the requirements of the european pharmacopoeia (ep): 0.071 kgf in average and 0.036 kgf in minimum. Needle attachment strength results conducted on the closed sample (double needle) received are 0.17 kgf in average and 0.154 kgf in minimum and fulfil ep requirements: 0.05 kgf in average and 0.025 kgf in minimum. These values are in the usual range for this thread and size. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Conclusion root cause analysis: it has not been possible to determine the root cause because the closed sample received complies usp/ep and b. Braun surgical requirements. Final conclusion: although the results of the closed sample received fulfil european pharmacopoeia/b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the closed samples received. We apologise for any inconvenience that this issue may have caused and thank you for your collaboration. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with novosyn suture. The client (veterinarian) reported that the suture snapped during delicate handling, and in some instances, the thread detached directly from the needle-to-thread junction (swage area). Additional information has not been provided.